Event description:
During an implant procedure, a loss of capture was observed on the leadless pacemaker (lp) following a successful fixation and release. Diagnostic imaging was performed and confirmed a dislodgment of the lp. A retrieval catheter was used to remove the lp and the retrieval process was difficult, but ultimately successful. The lp was not replaced at this time. The patient was stable and will continue to be monitored.

Manufacturer narrative:
The reported events of device dislodgment, failure to capture, and a connection problem could not be confirmed. Visual inspection of the device did not reveal any anomalies on the helix and the helix length was within specification. The inner diameter of the device docking button where the bullets on the tether interact was within specification. Analysis was performed, including output verification, and did not reveal any anomalies contributing to the reported event of a capturing problem. A longevity assessment was performed and the device was in the normal range of operation with appropriate remaining longevity.